Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient called and stated that she noticed that her stimulation turned off and she needs assistance with getting stimulation back on. Troubleshooting was tried over the phone regarding getting her programmer to communicate with her ins, but it was unsuccessful. The rep will be meeting with the patient on (B)(6) 2018. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they are very angry because they have been put of by everybody. They stated that they were supposed to have a surgery over a month ago, but nobody is talking with her regarding the status of it. The patient was redirected to their healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the patient¿s stimulation turning off and inability to communicate with the programmer was due to the device being at eos. The rep stated that the patient is getting set up for surgery to replace the ins. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient repeated same issue of pain and stimulation turning off in the middle of the night. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated that the ins had died and that they needed it replaced. The patient was in pain due to an unrelated medical issue and wanted to get the ins replaced soon. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their implantable neurostimulator (ins) was no longer working and had quit working about a month ago. The patient stated that this caused them a lot of pain and suffering. No further complications were reported or anticipated.